Event description:
Prep went fine. Tested the balloon and it was fine. Inserted it into the patient and dialed to 4mm to occlude the vessel. Deployed the stent and on the floro they noticed that the guardwire balloon was getting smaller and smaller, caught it in time, put the wire back into the microseal adapter and left it in the adapter and reinflated and finished the case. Checked the device for damage and there was none seen.